Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, diarrhea, vomit, and fever. The pt was hospitalized the same day. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report, the peritonitis was not resolved, the pt was not recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Patient born on an unreported date in (B)(6). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient was discharged from the hospital and was considered to have recovered from the reported event. Should additional relevant information become available, a follow-up report will be submitted.